Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded spiral metallic sterilization devices present in the lumen of the tube measuring up to 0.5 cm in greatest dimension.') In an adult female patient who had essure (batch no: 654824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included discharge, hair loss, heavy periods, muscle spasms and paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). The patient was treated with surgery (total laparoscopic hysterectomy with robotic assist, bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, dysmenorrhoea and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: left ostia : five trailing coils, right ostia tubal : three trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: both essure implant position appear satisfactory. There is occlusion on the left side but not on the right; on (B)(6) 2010: satisfactory bilateral essure implant position and bilateral cornua occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, hair loss concerning the injuries reported in this case, the following one were described in patient¿s medical records : embedded device lot number: 654824, manufacturing date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded spiral metallic sterilization devices present in the lumen of the tube measuring up to 0.5 cm in greatest dimension.') In an adult female patient who had essure (batch no. 654824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included discharge, hair loss, heavy periods, muscle spasms and paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). The patient was treated with surgery (total laparoscopic hysterectomy with robotic assist, bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, dysmenorrhoea and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: left ostia: five trailing coils, right ostia tubal: three trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: both essure implant position appear satisfactory. There is occlusion on the left side but not on the right. On (B)(6) 2010: satisfactory bilateral essure implant position and bilateral cornua occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hair loss. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.